Manufacturer narrative:
Product is expected to be returned to lake region medical for evaluation, however the end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspection and packaging of this product.

Event description:
Event description: please provide a brief summary of the event that includes any additional details that you have not already provided: during the case the doctor was using the bentsen wire. While I?m the bladder it became unraveled and undone like a slinky. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: wire was removed what is the next course of action?: another wire was opened. Patient present at time of event?: yes. Patient complications: no patient complications. Event date: (B)(6) 2022. As reported device codes: (B)(4). As reported patient codes: (B)(4). Procedure date: (B)(6) 2022. Type of procedure: type or procedure: ureteroscopy. Country of event: united states.

Event description:
Event description: please provide a brief summary of the event that includes any additional details that you have not already provided: during the case the doctor was using the bentsen wire. While I?m the bladder it became unraveled and undone like a slinky. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: wire was removed what is the next course of action?: another wire was opened patient present at time of event?: yes. Patient complications: no patient complications . Event date: 2022-6-8. As reported device codes: 2446: unraveled material. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: 2022-6-8. Type of procedure: type or procedure: ureteroscopy. Country of event: united states.

Manufacturer narrative:
Device evaluation completed.